Manufacturer narrative:
This product was reported in error since it is reasonable to conclude that the device did not contribute to the patient's infection, 4+ years after implantation. It is reasonable to conclude that pain was associated with the reported infection. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Additional information received stating that on (B)(6) 2019: revision surgery was done for infection. Spacer was placed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the patient that she had hip revision surgery back in 2015 and had a depuy pinnacle sector put in. She just wanted to find out if there's a recall on it. Patient stated she had a lot of pain and was suffering due to revision and everything. Doi: unknown, dor: 2015, affected side: unknown.